Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor reading of 256 mg/dl over approximately two hours while using an ilet system with a dexcom g7 and a cd 23" infusion set; the user reported ongoing elevated readings over weeks, no symptoms, a recent full supply change without observed occlusions or leaks, proper tubing connection before fill, no history of bent cannulas, and concern that the pump was not maintaining charge. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no medical intervention or hospitalization. Investigation included review of user-reported data and troubleshooting and education, including discussion of meal announcements and corrective use. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear and potential behavioral factors considered, while device power concerns were noted but unconfirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the event to a device malfunction versus use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.